Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was hair discovered inside the syringe. Other components in the kit were used before the hair was noticed. The syringe was not used. The surgery was completed with no problems.

Manufacturer narrative:
Analysis of the syringe accessory in the screening device kit model 3065u pne lead kit lot # n392551 showed hair and other foreign material were observed inside of the syringe.